Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm12.6 implantable collamer lens, -14.0/+1.00/079 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens haptic torn/ broken/ bent/ deformed and foreign material present on lens surface. Work order search: no similar complaints were reported for units within the same lot. (B)(4).